Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events: acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old female in post cardiotomy cardiogenic shock /low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. It was reported that the device was repositioned and advancement of hematuria occurred overnight. The patient received 1 unit of packed red blood cells (prbcs) over night, 2 units of packed red blood cells (prbcs) the next morning and 1 unit of platelets. It was confirmed hemolysis was present and the patience's urine was pink-red. The pump was repositioned under echo guidance and the p-level decreased. The device was explanted.

Manufacturer narrative:
The investigation for the reported hemolysis issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.